Event description:
It was reported that the patient with this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This left ventricular (lv) lead was explanted.

Event description:
It was reported that the patient with this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This left ventricular (lv) lead was explanted.